Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported poor image resolution was associated with difficult imaging. The reported death was due to hemothorax. The cause of the reported pleural effusion associated with the hemothorax could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat mixed mitral regurgitation (mr) grade 4. An ntw clip was implanted successfully, reducing mr to grade 1. There were no device or patient issues. The following day, on (B)(6) 2023 the patient died due to hemothorax, the cause of which is unknown. During and directly after the mitraclip procedure there was no evidence of hemothorax or any worsening patient condition. During the procedure there was no issues with the transseptal puncture. The mitraclip was confirmed to still be stable and there was no evidence of tissue or chordal damage. The physician did not attribute the cause of death to the mitraclip system, but it is still unknown what caused the hemothorax. No additional information was provided.